Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus (B)(4) (returned to (B)(4) on 2022/06/30). The evaluation confirmed the occurrence of error message e433 and traced the error back to a defective generator board. Thus, the reported incident can be attributed to component failure. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. A manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: electrosurgical generator "esg-400"; common device name: hf-generators; 510(k): k203682; product code: gei.

Event description:
Olympus was informed that during an inspection of a loaner device the esg-400 hf-generator issued error code e433. However, the error occurred outside a procedure and no patient was involved.